Event description:
IV octreotide was being set up to infuse via mini infuser. Syringe connected to IV tubing, and was infusing by itself via gravity without mini infuser plunger moving. Mini infuser tubing should not be able to infuse by gravity. As a result, the patient received the drug as a bolus instead of the ordered rate over 30 minutes.